Event description:
Customer reported 3 cases with diffuse lamellar keratitis dlk. Patient had stage 1 dlk on both eyes. Patient was treated with a medrol dose pack. There was no loss of best corrected visual acuity. Uncorrected visual acuity was 20/15+1 on the right eye and 20/20 on the left eye.

Manufacturer narrative:
Evaluation - the equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Amo's clinical development manager (cdm) visited the site on (B)(4) 2013 and spoke with the doctor and tech. Doctor said that on (B)(6) 2013, 14 patients were treated and three developed dlk. Two, with stage I, and one with stage iii. Each case resolved after steroid treatment. Cdm also reviewed with the tech of the possible causes of a previous dlk cluster investigation at that site. Tech said that the tiles in the a/c unit were removed after previous dlk cases, that they are using disposable canulas, dry heat autoclave, and that he was still the only technician assisting the doctor during surgeries. Note: all pertinent information available to amo at the time of this report has been submitted.